Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that intermittent catheter eyelets were not all the way open, poor drainage and usage. It was noted that the given lot number was jujw0678.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. A labeling review was not performed because labeling could not have prevented the reported failure. Correction: d UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that intermittent catheter eyelets were not all the way open, poor drainage and usage. It was noted that the given lot number was jujw0678.

Manufacturer narrative:
The reported event is inconclusive due to batch number reported is different from the batch number on the packaging return. Visual: received 3 magic3 intermittent catheters in open packaging. Verified material number 50612 and batch number jujx0966. Visual inspection noted the batch number reported is different from the batch number on the packaging return. Ran di water through catheter. Flow was obstructed. Therefore, the product does not meet specifications. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Correction: d,e,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that intermittent catheter eyelets were not all the way open, poor drainage and usage. It was noted that the given lot number was jujw0678. Per customer follow up via phone on 13june2025, it was reported that there was a sample, and a box will be sent to the address that they provided. They said that they eyelets were not lined up and it causes issues for draining his bladder.